Manufacturer narrative:
Sample received by manufacturer, but the results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
Event reported as: the circuit did not pass the leak test. No pt involvement.